Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubies had failed. The field service engineer (fse) reported that the customer had experienced a failure in half-height cubie drawer 4.1, specifically affecting cubie pocket a1 during normal operation. The customer had followed the recovery procedure, and the drawer recovered; however, half of the drawer continued to display empty pockets due to an ongoing issue. All connectors, harness interfaces, and communication points had been inspected and reseated across all half-height cubie drawers. Reseating had been completed on drawers 2.1, 2.2, 3.1, 3.2, 5.1, and 5.2 to eliminate any connection-related causes for the drawer behavior. Repair verification had been completed in the hardware test application (hta), confirming proper drawer operation and accurate status reporting. Final verification had been completed by the customer, who successfully performed a workflow in the application, confirming full resolution of the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all cubies in drawer 4.1 failed to open and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.